Event description:
Swelling in the knee joint, increased knee pain, diffuse edema in legs, swelling in faace, sore throat, fluid in lungs. Info was received in may 2005 from a physician assistant regarding a pt, with a history of osteoarthritis who experienced swelling in the knee joint, increased knee pain, diffuse edema in legs, swelling in face, sore throat, and fluid in lungs. The pt began treatmtne with synvisc in 2005. The pt received two synvisc injections in 2005 and a week later into both knees. On that day, within 24 hours of the second injection, the pt experienced swelling in the knee joint, increased pain and diffuse edema in legs bilaterally, swelling in their face and sore throat. The pt was treated with cortisone injection in their knees. On unk date, the pt saw their primary doctor who felt that they had fluid in their lung. The physician did not provide the causality. At the time of this report, all events resolved within three to five days.